Manufacturer narrative:
H2: additional information: see d10. H3: one used jelco conventional optiva IV catheter, was received for investigation, without its original packaging. During visual inspection, the patient end of the catheter was observed to be cut off near the hub nose. The remaining attached portion of the catheter was subjected to a pull-force test, and remained secured to the hub throughout. Examination of the catheter's cut point revealed a clear cut, determined to have most likely been caused by a sharp object. The use of sharp objects near IV catheters is warned against in this product's instructions for use (IFU). Review of manufacturing records for lot 3663532 confirmed that all in-process and final inspections had been carried out; and all results landed within manufacturing specification. This includes the pull-testing done during manufacture to ensure each catheter is properly secured to its hub. The reported issue was user induced.

Event description:
It was reported that during the jelco IV catheter placement and removal of the needle, the external part disconnected from the intravenous part and fell to the ground. The flexible polyurethane part remained inside the patient's blood vessels and abundant bleeding was observed. The patient was immediately transferred to the operating room. Despite radiographic examination, the fragment of the catheter could not be detected or removed, and it remained inside the patient. The vascular surgeon discharged the patient after the procedure. The patient was subsequently seen by a gastroenterologist who prescribed wound care medication. The patient initially presented to the hospital for haemorrhagic rectocolitis. No further complications were reported and the patient was cleared for their upcoming travel plans.